Manufacturer narrative:
A field service engineer fse was dispatched, customer ran all previous night with no errors. Tipp attached errors were all consecutive and in short time frames. Fse believes tip box wasn't seated properly.could not duplicate the error.lubed all mechanical parts running. No further action required by field service the most probable cause of the reported event was due to tip box was not properly seated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported error 2016 with their aia-2000 analyzer .a field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of bhcg and pth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.